Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Initial reporter facility name: institute of clinical andexperimental medicine (ikem), prague. Literature source: alzbeta h. Et al. Endoscopic management of gastrojejunocolic fistula as an unusual complication of endoscopic ultrasound-guided gastroenterostomy. Endoscopy 2023; 55: e151-e152. Imdrf device code captures the reportable event of stent migration. Imdrf patient code captures the reportable event of diarrhea. Imdrf patient code captures the reportable event of anorexia. Imdrf patient code captures the reportable event of fecal vomiting. Imdrf patient code captures the reportable event of fistula. Imdrf impact code captures the reportable event of additional intervention performed to remove the stent and close the puncture site.

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "endoscopic management of gastrojejunocolic fistula as an unusual complication of endoscopic ultrasound-guided gastroenterostomy." According to the literature, an axios stent and electrocautery enhanced delivery system was implanted to treat a gastric outlet obstruction with a tight duodenal stenosis caused by malignant abdominal lymphadenopathy during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on an unknown date. Correct positioning of the stent in the small intestine was documented endoscopically and radiologically. It was reported that 6 months post stent placement, the patient experienced anorexia, diarrhea, fecal vomiting and fistula. A computed tomography (CT) scan and gastroscopy were performed, and it was noted that the stent migrated. The stent was removed, and the puncture site was closed with an over-the-scope clip (ovesco), a through-the-scope clip and an endo loop. Note: it was reported that the axios stent was placed during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a gastric outlet obstruction.